Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. A leak test was performed and no leakage was found from the pump. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are not responding appropriately for the past two months. The patient reported there is no known trauma to the pump. The patient reported he swam in pool last week, but that was the only water exposure the pump has had.